Manufacturer narrative:
(B)(4). Per the nurse, the sample was discarded.

Event description:
A customer contacted baxter's technical service center to report a hole in the transfer set while in drain 12 of 12 on the homechoice (hc) machine. The technical service representative (tsr) advised the care giver (cg) that the home patient (hp) would need to end therapy and notify the nurse as soon as possible. The tsr assisted in ending therapy. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported event. The nurse stated there was no hole in the transfer set. The hp came into the clinic and the nurse inspected the hp. She stated that the hp's catheter and transfer set were both intact and functioning normally. She stated there was a hole in the drain line of the cassette. The nurse asked the hp what caused the hole; the hp stated he did not know. The hp did not notice any leak during therapy; he only noticed the hole when he was going to discard the cassette after therapy. The nurse then stated that the cassette was discarded and the lot number was not known. Per the nurse, there was no patient injury or medical intervention as a result of this event.